Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt was returned for investigation and was unable to run functional testing. Device evaluation showed that the trunk cable connector was missing, and therefore unable to run incoming testing. The root cause for the missing trunk cable connector could not be positively identified. There is no indication the severed cable caused or contributed to the patient death as the system was able to detect vt/vf rhythms on the date of event. In addition, the latest available ECG recording strip (10/25/2022 7:14:01 pm) indicates both ECG electrodes were functional as they were able to acquire a signal.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received sixteen appropriate treatments, thirteen of which converted the arrhythmias to a slower rhythm and three which did not convert the arrhythmias. The device was started up at 09:57:24 on (B)(6) 2022. At 18:09:32, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm degrading to vf. At 18:10:08, the patient received the first appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was sinus rhythm @ 90 bpm with pvc¿s. At 18:11:08, an arrhythmia was detected. ECG shows vt @ 290 bpm. At 18:14:19, the patient received the second appropriate treatment. The rhythm at time of treatment was vt @ 270 bpm. The post shock rhythm was sinus tachycardia @ 110 bpm with pause and pvc¿s. At 18:15:40, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 18:16:54, the patient received the third appropriate treatment. The rhythm at time of treatment was vt @ 270 bpm. The post shock rhythm was sinus tachycardia @ 110 bpm with pause and pvc¿s. At 18:32:07, an arrhythmia was detected. ECG shows vf. At 18:32:45, the patient received the fourth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was sinus bradycardia @ 40 bpm. At 18:33:45, an arrhythmia was detected. ECG shows vf. At 18:34:20, the patient received the fifth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was vt @ 140 bpm degrading to vf. At 18:34:54, the patient received the sixth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was sinus rhythm @ 60 bpm degrading to vf. At 18:35:26, the patient received the seventh appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was sinus rhythm @ 50 bpm degrading to vf. At 18:36:20, the patient received the eighth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was sinus rhythm @ 25 bpm degrading to vf. At 18:37:17, an arrhythmia was detected. ECG shows vf. At 18:36:20, the patient received the ninth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was sinus rhythm @ 30 bpm degrading to vf. At 18:39:21, an arrhythmia was detected. ECG shows vf. At 18:39:55, the patient received the tenth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was sinus rhythm @ 30 bpm degrading to vf. At 18:41:14, the patient received the eleventh appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was sinus rhythm @ 30 bpm degrading to vf. At 18:42:35, the patient received the twelfth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was vt @ 250 bpm. At 18:43:07, the patient received the thirteenth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was sinus rhythm @ 50 bpm degrading to vf. At 18:43:51, the patient received the fourteenth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was sinus bradycardia @ 20 bpm degrading to vt @ 150 bpm degrading to vf. At 18:44:40, the patient received the fifteenth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was vt @ 150 bpm degrading to vf. At 18:45:18, the patient received the sixteenth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was vt @ 180 bpm degrading to vf. The electrode belt was disconnected at 19:56:53 on (B)(6) 2022.